Event description:
During a colonoscopy, the physician used a cook instinct endoscopic hemoclip on a polyp in the colon. The clip was attached to the tissue site. When the physician attempted to deploy the clip, it would not release from the deployment device. The clip would not be reopened for removal from the tissue. More pressure was put on the handle in an attempt to release the clip. The drive wire disconnected from the handle assembly, leaving the clip still attached to the catheter of the deployment device. The physician was able to push the endoscope up the mucosa and enclose the clip to facilitate release of the clip from the mucosa. Another cook instinct endoscopic hemoclip was used to complete the procedure. Our laboratory eval confirmed a small section of the broken portion of the hook at the distal end of the drive wire has detached from the device. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. The initial rptr stated that a section of the device did not remain inside the pt's body; however the location of the missing section detected during our laboratory eval is unk. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved found that the drive wire was not visible in the component attachment indicating the hook has broken at the distal end of the drive wire. The clip was removed and the broken portion of the hook was not located within the clip housing. There the broken portion of the hook was not returned with the device. The drive wire is securely attached to the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull hand spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.